Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient was hospitalize on (B)(6) 2024 due to hyperglycemia. Length of hospitalization was less than 24 hours. The blood glucose level was over 500mg/ml. Confusion, tired/weak symptoms were reported at time of hospitalization. Therefore, patient was treated with intravenous bolus. No further information available.